Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous lesion in the common femoral artery (cfa). A 10mmx20mm armada 35 balloon dilatation catheter (bdc) was advanced for post-dilatation of an implanted stent. The balloon was inflated once to 6 atmospheres (atm) and a second time to 12atm when a balloon rupture occurred. A 10mmx40mm armada 35 bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.